Event description:
It was reported during the procedure the subject stent got stuck at the proximal end of the microcatheter. The physician removed the catheter and the stent together. After the procedure the physician attempted to remove the stent from the catheter, but the stent was deployed in the catheter. The device was replaced, and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned deployed inside the microcatheter hub/shaft. It was stuck upon return and was damaged during an attempted recovery. The stent delivery wire (sdw) was found to be kinked/bent. The stent introducer sheath distal tip was damaged. The microcatheter was intact; dried blood was noted inside the catheter hub. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent deployed prematurely during use' was visually confirmed during device analysis. The remaining ar code 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure. However, there was dried blood noted in the microcatheter hub which suggests that insufficient continuous flush might have been a contributory factor in the case of this complaint device. It was reported that 'a stent (subject device) was selected for deployment. After flushing the stent, it was transferred from the introducer sheath into the microcatheter. However, it was found that the stent got stuck at the proximal end of the microcatheter. After multiple attempts to adjust and the stent was still not able to be delivered. After several unsuccessful tries, the physician withdrew the microcatheter along with the stent and a new stent and new microcatheter were then chosen for re-delivery, and this time the stent deployed successfully. Several coils were placed within the aneurysm to finish the procedure. After the procedure when the physician attempted to insert the delivery wire for the stent into the hub of the microcatheter's tail, it was found that the wire got stuck at the proximal hub of the microcatheter, possibly due to the stent stuck inside the microcatheter tail'. The stent (subject device) was returned for analysis in a deployed condition inside the proximal lumen of a returned microcatheter. The stent was firmly stuck inside the microcatheter lumen and was damaged when (unsuccessful) attempts were made to remove it from the microcatheter. This damage will not be coded for. The introducer sheath was returned for analysis and the distal section was noted to be kinked. Although it was noted in the follow-up good faith effort (gfe) responses that 'the rotating homeostasis valve (rhv) was opened during insertion of the stent introducer sheath into the microcatheter hub', the type of significant kinking noted to the sheath can occur if the sheath is pushed into a closed / partially opened rhv vent cap, or if the vent cap is opened but the sheath is held too far back from the distal tip when being guided into the vent cap (the sheath is straight when the stent is loaded in the manufacturing facility but, after sterilization, it curves to match the profile of the dispenser hoop. This means that care need to be taken when threading the distal tip through the vent cap at the proximal end of the rhv). This is one possible reason for the damage noted to the introducer sheath during device analysis. The stent delivery wire (sdw) was returned and was noted to be kinked/bent both at the proximal and distal ends of the wire. Given the event description and the condition of the returned stent components, it is possible that the introducer sheath was set up correctly. During advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would have experienced damage as it passed through the damaged distal section of the introducer sheath. The user will then experience increased resistance while attempting to advance the stent through the microcatheter, resulting in damage to the stent and sdw. Upon realizing this through increased resistance, the user would then attempt to withdraw the stent. During this action, if the stent is firmly stuck inside the microcatheter lumen, it is possible for the distal bumper of the sdw to slip through the proximal end of the stent, leaving the stent deployed prematurely inside the microcatheter. This is one possible explanation to explain the analysis findings. Based on the review of all available information, an assignable cause of procedural factors has been assigned to the as reported ¿stent difficult/unable to advance or pullback through catheter¿, ¿stent deployed prematurely during use¿ and as analyzed ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿ and ¿stent introducer sheath distal tip damaged¿ codes as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer.

Event description:
It was reported during the procedure the subject stent got stuck at the proximal end of the microcatheter. The physician removed the catheter and the stent together. After the procedure the physician attempted to remove the stent from the catheter, but the stent was deployed in the catheter. The device was replaced, and the procedure was completed successfully with no clinical consequences to the patient.